Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report received form china health authority and mentioned that, when preparing to implant the intraocular lens (iol), it was found that the optical surface of the iol is broken and could not be used, and the intraocular lens was immediately replaced and the operation was completed.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4)